Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high, out-of-range (oor), pacing impedances for the last year, and the device had been programmed to vvi pacing. The lead appeared fractured on fluoroscopy evaluation done prior to the case. When the pocket was opened, a fracture was confirmed at approximately 1 to 2 centimeters proximal to the suture sleeve. The lead was severed when the pocket was opened and the proximal portion of the lead will be returned; the distal portion was surgically abandoned. A new ra lead was implanted. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 25.7 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.